Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a scan error while attempting to pair a new freestyle libre 3 plus sensor with the ilet mobile app; after guided troubleshooting, the sensor was rescanned and activation completed, and the user was educated on the pairing and warm-up process. No adverse clinical symptoms reported. Outcomes included successful sensor activation without alerts or alarms and no need for medical care. User support included customer service troubleshooting and user education on correct scanning and activation steps. Investigation of this case revealed that the initial scan error resolved with repeat scanning, consistent with a transient pairing or communication issue without device damage or persistent malfunction. It was concluded, based on previously established findings for similar reports, that user interface or transient communication factors were the probable cause.